Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial#: (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 3778-60, serial#: (B)(4), implanted: (B)(6) 2009, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for post lumbar laminectomy syndrome. It was reported that in (B)(6) 2015, the patient's manufacturer's representative (rep) found that his 2 primary leads were shorted out with zero conductivity. In (B)(6) 2015, the patient started finding that the battery drained too fast. The patient also noted that since (B)(6) 2015, the intensity was too high and was painful. No falls or trauma were reported that could have been related to the issue. It was noted that the patient's doctor told him to contact his rep about getting a conductivity test done. Additional information received from the rep reported she had spoken with the patient and was calling the doctor's office to assist in scheduling an appointment.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.